Manufacturer narrative:
This report is submitted on march 13, 2024.

Manufacturer narrative:
This report is submitted on february 13, 2024.

Event description:
Per the clinic, the device was electively explanted on november 06, 2023, due to device non-use. Additional information has been requested but has not been made available as of the date of this report.